Event description:
On (B)(6) 2025 I had dr. (B)(6), do of (B)(6) perform a colposcopy and collect four samples to send to the pathologist at (B)(6). The following week on tuesday (B)(6) 2025 I received my results in an email from (B)(6) and got a call from dr. (B)(6) on wednesday 02/12/25 saying my results were fine/clear. When I had asked about why would my pap be flagged in the first place to require further testing (colposcopy) and asked about how common it is to get a completely clean false positive like that, she had made a comment about her worry or concern the pathologist is not as clean as they should be and made another comment along the lines of this type of false positive situation happening more often than what is considered normal with the pathologist they send samples to. It is because of this experience and those comments that I am requesting an investigation into (B)(6) and (B)(6) to identify if some cleanliness/ contamination issues exist and if there is a larger number of false positives happening between these two facilities, etc. The "performing" (B)(6) on the report were (B)(6).